Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 1500 instrument. Quality controls (qc) recovered within acceptable ranges on the day of the event. The customer stated that sample probe 3 (sp3) was replaced due to discoloration and alignment was successfully performed. A siemens specialist remotely accessed the instrument, checked the system counters, and ran a check 1, which recovered unacceptably. Then, a siemens specialist remotely exercised the air knife and the check 1 was repeated with an acceptable result. Next, a siemens specialist homed the modules and reset the dimension vista instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran service method test and inspected sample 3 (s3) and reagent 5 (r5) probes belts and drains. Then, the cse replaced and auto aligned the s3 mixer and cleaned all drains. Also, the cse performed check 1 and returned the instrument to the customer to perform qc. Siemens further investigated the issue and determined that the s3 mixer needing routine service potentially contributed to the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on either the same instrument, an alternate dimension vista instrument, or both. One of the repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.